Manufacturer narrative:
Upon receipt at our quality assurance laboratory this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The balloon was visually and microscopically inspected, leak functionally tested. No damage or abnormality was noted, no leaks were identified; however, the balloon did not pass functional testing due to high pressure. The pump was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because of the confirmed malfunction in the balloon component. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the balloon not passing the functional test could have caused or contributed to the reported clinical observations; therefore, conclusion codes of cause traced to component failure and known inherent risk were assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to device fluid loss. The fluid loss was caused by a hole; however, its source was not detailed. A surgical procedure was performed during which the existing device was removed and a new aus was implanted. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus) due to a fluid loss. The fluid loss was caused by a hole; however, its source was not detailed. A surgical procedure was performed during which the existing device was removed, and a new aus was implanted. There were no further patient complications reported.